Manufacturer narrative:
The field event of premature battery depletion was confirmed. Telemetry, sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device¿s function was normal. No high current drain sources were found throughout testing. The battery was analyzed by its manufacturer and no anomalies were found. The cause of the premature depletion is undetermined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a previous follow-up in june, the device longevity was estimated to be at 2-4 years. In july, the elective replacement indicator (eri) was observed on the device. At an in-clinic follow up, the device was not able to be interrogated with a programmer. Technical support was contacted and noted a drop in battery voltage. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.